Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. D4: the UDI number is not known as the part and lot number were not provided. H6: device code 2017 - failure to follow steps / instructions. H6: device code 1494 - off-label use.

Event description:
(B)(4). It was reported that this was a transcatheter aortic valve implantation (tavi) procedure, with vessel closure performed using the pre-close technique via a 14f sheath hole. The patient had poor access through the common femoral artery due to calcification; therefore, the physician selected the superficial femoral artery¿which did not have calcification¿as an alternative access site to avoid the calcified area. Suture placement in the right superficial femoral artery (sfa) was done with one perclose progide device using the pre-close technique. The tavi procedure was completed and the suture knot of the proglide device was successfully advanced to the vessel wall and tightened (worked as intended); however, hemostasis could not be achieved with the proglide, so a 6 fr non-abbott bioabsorbable vascular closure device was also used. Hemostasis was ultimately achieved with manual compression. There were no issues with the operation of the proglide device itself; however, the physician believes that inserting a large sheath or delivery catheter into a small vessel for the tavi procedure caused a vascular dissection, which subsequently led to occlusion. Tightening the device sutures at that site subsequently resulted in vessel occlusion in the right sfa. The physician believed the single proglide device would have been able to achieve hemostasis as long as the dissection did not make hemostasis difficult. Balloon angioplasty was performed to treat the occlusion. There was no reported adverse patient sequela. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. Corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The production records for this product could not be reviewed and a similar complaint query could not be performed because the lot number was not reported, and the device was not returned. The patient effect of occlusion is listed in the electronic proglide instructions for use (IFU) as a potential adverse event associated with the use of the device. It should be noted that the electronic perclose proglide IFU states: the perclose proglide suture mediated closure (smc) and repair system is indicated for the percutaneous delivery of suture for closing the common femoral artery and vein access sites of patients who have undergone diagnostic or interventional catheterization procedures. In this case, it is unknown if the reported IFU deviation contributed to the reported difficulties. The electronic proglide IFU states: for access sites in the common femoral artery using 5f to 21f sheaths. For sheath sizes greater than 8f, at least two devices and the pre-close technique are required. In this case, it is unknown if the reported IFU deviation contributed to the reported difficulties. Based on the case information and related record review, a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. In this case, it is unknown if the reported IFU deviation contributed to the reported difficulties. The treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. D4: the UDI number is not known as the part and lot number were not provided.